Manufacturer narrative:
The received device was evaluated and the soft cannula was found to be kinked, however the timing and cause of the damage could not be determined. Although damage was observed on the exposed portion of the soft cannula, fluid was successfully able to exit the distal tip of the soft cannula during a leak test. In addition, no blood was observed on the returned device. The formed needle, bottom housing, and adhesive pad were inspected, and no abnormalities were found that would contribute to the reported bleeding/bruising and skin condition swelling. Although no issues were found, the root cause for the reported skin condition swelling could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl with ketones of 0.1 present. The pod was worn between 4 and 24 hours on the arm. It was noted that the cannula was bent. As treatment for the hyperglycemia, correctional boluses were administered and then a new pod was applied.